Manufacturer narrative:
B3 unknown. One device was returned for analysis. Visual inspection showed the incorrect serial number on the device. There was no evidence to review in the device's event history log. A visual and functional test was performed and the reported issue was duplicated. The probable cause of the reported issue was due to human error. As a result, the correct serial number was reprinted for the device. A history review identified there was no indication that the complaint was related to the device within the review period.

Event description:
It was reported that the pump exhibited error 433060 and booted. The event occurred during testing, no patient injury was reported.